Manufacturer narrative:
Section d10: concomitant medical products: lgc tibial fit tray cem sz 3f / 2t (cat# 02-012-45-3020). Advanced patella 29m 3 peg implant (cat# 200-07-29). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study; approximately 1.5 years post initial right tka, the 54 y/o female patient's pain is constant, aching, throbbing and sharp if it pops. The event was resolved with medication. This event report was received through clinical data collection activities.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study; approximately 1.5 years post initial right tka for post-traumatic osteoarthritis, the 54 y/o obese female patient's pain is constant, aching, throbbing and sharp if it pops. The event was resolved with medication. This event report was received through clinical data collection activities. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.